Event description:
The customer contacted baxter's service center regarding an alarm which occurred on the homechoice (hc), and during troubleshooting the home patient (hp) stated that they had reused supplies. The hp had disconnected the final bag and reattached it. The technical service representative (tsr) had the hp close the clamp on the final bag and go to the end of therapy to do a manual drain. The tsr told the hp to call their registered nurse regarding reusing supplies and any missed therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.